Event description:
Caller reported that the introducer wire broke and was retained in pt's arm. Caller stated there was a previous broken wire incident where the wire had to be surgically removed. Caller has already notified the MFR.